Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 445 (mg/dl). Customer administered boluses and changed pump supplies to treat bg levels; however, their bg levels remained elevated and the customer administered insulin injections. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for an average of 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that their bg level had returned to target.